Event description:
Medtronic received information that two attempts were made to implant non-medtronic valves (edwards s3 valves). On both occasions the balloons of both the valve had burst, making it impossible to implant the valves. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).